Event description:
During a laparoscopic exploratory procedure it was reported that the white silicone tip boot came off. This was retrieved by the surgeon and the device was removed. Another tls 35c was opened and the procedure was finished uneventfully. Neither the boot nor the device were retained. There were no reported patient complications as a result of this event. The surgeon subsequently reported that the device did not cause or contribute to a death or serious injury, and that this malfunction would not be likely to cause or contribute to a death or serious injury if it were to recur.